Event description:
Cath lab system was re-booted as usual in the morning. Qi was not performed. Patient was put on the table and started. At the start of the case, there was a bypass fluoro message and the plasma screen was half lit. The physician could not fluoro. A service call was placed to siemens. Staff shut down the system, and when it was turned back on the same message and same plasma screen irregularity came up. The system was shut down again, and the circuit breaker turned off this time. When turned back on the same message and plasma screen irregularity came up. This was repeated a few more times with same message. The patient was taken off the table and the case was canceled. Room was down until siemens serviced the system.result of the inspection by siemens service engineer shows that the a/p collimator lost its software. Issue was corrected and the cath lab is presently 100% functional.